Event description:
The customer reported being hospitalized due to high blood glucose of 950 mg/dl. The customer was experiencing unexplained high glucose for the past months. The customer's most recent glucose reading was 576 mg/dl, and she has treated with manual injections. Troubleshooting was declined, and the customer requested assistance on how to check a bolus delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.